Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Pump settings: res vol: 76.3 ml, rate:2.0 ml/hr, given vol :15.75 ml. A couple of small bubbles were observed in the tubing that extends across the top of the cassette. Patient was not affected. No further information available.